Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during setup in the intensive care unit. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to meet spec with respect to the reported symptom, which was not reproduced. Review of the history log confirmed the reported upstream occlusion alarms. The device passed all the upstream occlusion testing. The upstream sensor and pusher were replaced as they are known contributors to the reported alarms.